Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: h4, h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the technical assistance center (tac) sent a troubleshooting guide, which the customer passed on to the surgery department. Using the guide, they successfully paired the footswitch. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the reported issue (footswitch pairing problem) was due to deviations from recommended practices or insufficient training. The event can be detected/prevented by following the instructions for use (IFU): 1. Got to the settings screen (figure 8), 2. Click wireless pedal (figure 23), 3. Place the footswitch upside down, 4. Click continue (2) when ready (figure 4), 5. Press the button on the back of the footswitch for 5 seconds, 6. Then click continue within 4 seconds, 7. Pairing will begin, successful pairing will be indicated in figure 27 successful pairing. If pairing had not been successful, the pairing operation will time out (figure 28). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was able to resolve the pairing issue by using the troubleshooting guide. The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laser system footswitch was having a pairing issue. There were no reports of patient harm.